Event description:
Account contact reports: clinician in the surgical setting reported itching and redness on their hands after wearing the product for several minutes. It was reported that the itching and redness subsided after the gloves were removed. No report of injury or medical intervention.